Manufacturer narrative:
(B)(6). This report is for two unknown rods/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 498.1xx provided. Additional product codes: mnh and mni date of original implant ¿ 2005. A revision procedure occurred on (B)(6) 2016; only the screw at t8 was reportedly explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon performed a posterior spine revision on (B)(6) 2016 on a patient that had a t8-l3 posterior spine fusion with synthes universal spine system (uss) in 2005. At an unknown point in time, the patient developed stenosis with pain and discomfort above the fusion from 2005. On (B)(6) 2016 revision, the surgeon removed the t8 screw and cut the rods shorter with a metal cutting burr in situ. He then placed new uss screws at t4, t5, t6, and t7. He then performed a laminectomy. He then placed extension connectors (498.165) on the existing rods and placed new rods into the other end of the extension connector. He then connected the new rods to the t4-t7 screws and then final tightened everything. The procedure was successfully completed with no delay. There were no issues with the hardware from the 2005 procedure. This report is for two unknown rods. This is report 6 of 6 for (B)(4).